Event description:
Event description: a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report itching with the micropore-paper tape and stated she suspected an allergic reaction to the tape. Patient did not provide the date that she noticed this. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).